Manufacturer narrative:
The impella cp device was not returned and therefore an evaluation of the device was not possible. Device history review was completed, and the pump passed all post sterile inspection checks. The root cause of the low flow was unable to be determined as limited clinical details were provided, and no product was returned for analysis.

Manufacturer narrative:
Medical safety reviewed the event and noted the following regarding the patient's outcome: the event describes low pump flow which resulted in replacement of the device. This malfunction is attributable to the first impella cp. The second impella cp was placed and the patient developed limb ischemia determined by the registry to be probably related to the second impella cp, which was removed due to concerns for arterial obstruction. And post-removal the patient had improved perfusion. Later this day the patient expired. The device was removed and the limb ischemia event improved. The patient subsequently expired not on impella support. In this case, the patient's underlying condition contributed most to an outcome of death. However, the second impella cp cannot be dissociated from the outcome of the patient. Related medical device reports: this impella cp device report is one of two devices associated with the event. Refer to the related manufacturer report number as noted in section h10 for the medical device report on the 2nd impella cp, which is associated with the demise outcome.

Event description:
A notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient (unknown ethnicity) experienced low pump flow and required device replacement. The patient was on a non-monitored floor preparing for discharge and had a syncopal episode. The patient hit her head (developed a subarachnoid hemorrhage) and arrested. Multiple rounds of cardiopulmonary resuscitation took place. Complete heart block was found, and a transvenous pacer and swan-ganz catheter were placed. The impella cp device was then inserted for mechanical circulatory support and low pump flow was encountered. Suction alarm continued to sound regardless of the device position. Consequently, the impella cp device was explanted and replaced with a new impella cp device. Coronaries arteries were assessed and noted to be clear. The patient was transferred to the intensive care unit for further monitoring and care. The patient was reported to be in stable condition following the event.

Manufacturer narrative:
Subsequent information noted the patient experienced limb ischemia on the replacement impella cp device and eventually expired; care was withdrawn. Product status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.